Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 230 mcg/day, lot unknown) via an implantable infusion pump. The indication for use was not noted. The hcp was refilling a patient and aspirated the reservoir. When attempting to refill with 40 ml, the hcp was only able to inject 30 mls. The proper needle orientation was confirmed and the company refill kit was being used. Upon further investigation (review of previous printout), it was determined that the hcp should have expected to aspirate 19.3 mls from the reservoir, prior to refilling the pump. The hcp reported that it was her error; in that, she did not fully aspirate the contents of the reservoir. The patient's refill interval was reportedly 6 months. No symptoms were mentioned. Additional information was requested regarding troubleshooting, actions interventions, drug lot, concomitant medications, patient medical history, diagnosis for use, and a resolution.

Event description:
Additional information was received from a company representative that the diagnosis for pump use was spasticity. No further information was provided.